Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate shocks to the patient. There was no pacing inhibition observed. Subsequently, the patient underwent a procedure in which the lead was explanted. It was confirmed that the lead was fractured. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. The reported oversensing, noise and shocks were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate shocks to the patient. There was no pacing inhibition observed. Subsequently, the patient underwent a procedure in which the lead was explanted. It was confirmed that the lead was fractured. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.